Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to unavailability conclusions were limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) incomplete needle penetration through meniscus. 3) difficulty with reaching the desired tissue location. 4) entanglement with other instruments or devices. 5) inadequate tissue conditions. 6) anchors placed too far apart pulling the opposite anchor when not intended. Complaint history review indicated a similar related allegation for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
H10 h3, h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 were not returned. No suture was returned. The delivery needle was visibly damaged and had been manipulated downward and toward the right. The actuator no longer cycled or actuated properly due to damage. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the devices was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during surgery at the time of using the implant, the technique was performed step by step, at the time of activating t1 the implant pusher was activated and it did not allow t2 to be activated. The implant did not fulfill its initial function. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.